Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: the device has been received. D11: concomitant products added. H3, h4, h6, device history lot a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb110245 was released in a single batch. ¿ batch1: lot qty of (B)(4) units were released on 20 apr 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H6: investigation summary: background: torque limiting handle fail- over torque this complaint involves one (1) device. Investigation flow: power tools/calibration. Visual inspection: the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb110245) was returned and received at us cq. Upon visual inspection, scratches were observed on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test was performed at raynham, ma. Please refer to the following attachment "(B)(4) manufacturing investigation report" for torque results. During torque test, the highest torque of the device measured during calibration testing was 88.985 in-lb (gauge ID 45776) which was not within the specified torque range of the device of 72 to 88 in-lbs. Hence, the torque test failed high. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Expedium verse-torque limiting handle: 103030163, rev. K/h. Complaint was confirmed, the device received failed in calibration testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb110245) failed high in calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the torque limiting handle failed and was over torque. This report is for one (1) expedium spine system torque limiting handle 80in-lb. This is report 1 of 1 for (B)(4).